Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of bent pins was confirmed via analysis of the returned 14v power module patient cable (lot # 11021010801). No log files were associated with the reported event. Visual inspection of the patient cable revealed that three pins within the 16-pin lemo connector were bent. The bent pins, correlating to the cable¿s battery gauge (rsoc) and negative power line, were straightened in order to complete functional testing. The patient cable passed all testing procedures and was found to operate as intended with straightened pins. The root cause of the damage to the pins was unable to be conclusively determined via this analysis. Review of the device history record for the 14-volt patient cable, lot # 11021010801, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii patient handbook section 3-"powering the system", outlines the proper use and care of the power cables. It also cautions to properly align the connectors when connecting to the battery clips or patient cable. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, including damage to the patient cable, and to obtain replacements if needed. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient brought in their power module and patient cable for a routine equipment check and their patient cable was found to have bent pins.